Event description:
It was reported that intermittent ongoing occlusions alarms occurred. Upon follow up, it was determined that there was a blockage in the cartridge. Despite the customer replacing the cartridge, the occlusions continued and ultimately the pump was replaced. Reportedly, the customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection.